Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe gave error m-02. Troubleshooting, including rebooting the integrated electrosurgical unit (iesu), replacing the monopolar and bipolar cables, replacing the instrument, disconnecting the pedals, and replacing the erbe for a backup generator were recommended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the procedure was completed robotically. The generator was replaced with a ft10 to continue with the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the unit powered on normally and successfully cauterized across all ports and instruments without issue during in-house testing. However, a review of the internal erbe error log showed error m-02, m-b0, c-00 and m-b1. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.